Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The patient was very sick but the physician chose to implant a pacemaker system. This system was attempted but not implanted because while testing the leads during implant there was no sensing and the patient coded. The entire system was removed and the patient became stable again after being worked on by the physician. Later that evening the patient expired. Should additional information be received, this file will be updated.